Event description:
It was reported that the patient presented for generator change and externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes high voltage lead impedance and noise were observed on the lead. The lead was replaced.